Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 400 (mg/dl) and trace ketones for 3 weeks. Customer changed their infusion site and administered corrections with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, the customer uses humalog insulin in the pump cartridges for 3-4 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.